Event description:
Dealer stated that the front riggings were not attached on a trsx58fbp wheelchair causing the end user to allegedly cut his leg on a sharp part of the attachment hardware while foot propelling about a month ago. User allegedly received stitches. Dealer advised that the facility did not confirm this information or elaborate the facility encourages patients to foot propel. The facility had put gauze and tape over the front rigging attachment hardware and the dealer stated that he did not unwrap tape and gauze to verify if there was a sharp part. Dealer could not verify which leg was cut or if medical attention was sought. Dealer advised facility stated that they put gauze and tape over chair so end user would not get hurt again. Dealer did not want a quote for a frame modification, a frame made to have no pins for front riggings and no hanger brackets. Dealer advised end user is fine. Dealer could not provide any further information.